Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. The moderate paravalvular leak (pvl) in this case was most likely a result of the lower than the targeted position; however, a conclusive cause could not be determined from the information available. A second valve was successfully implanted valve-in-valve, resulting in trace pvl, which has minimal impact on the patient and is generally deemed an acceptable residual condition.

Event description:
Medtronic received information that during deployment, this transcatheter bioprosthetic valve was placed lower than the targeted position, resulting in moderate paravalvular leak (pvl). A second valve was successfully implanted valve-in-valve, which improved the pvl from moderate to trace. No adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).